Manufacturer narrative:
This report is submitted on may 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced extrusion of the electrode array. Additional information has been requested but has not been made available as of the date of this report.